Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9811 apollorf mp90, aspirating ablator was received for investigation. Due to being unable to fully decontaminate the device, the device was investigated via the attached photos. Visual evaluation of the attachments noted the electrode was damaged and had signs of use/wear. Functional testing was not performed due to the biohazard contamination risk. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow during use and/or prolonged use. Refer to investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device is defective. There was no harm for patient, operator or third party. There was no case involvement. No further information received. Update 20-jun-2025: the reported device was returned to arthrex gmbh with an additional failure description. The reported device made a "popping" noise and the device stopped working during use. It was further reported that the tip of the device overheated. No further information provided.